Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that when booting up the system, a ¿no video detected¿ message displayed on the main cart monitor and nothing displayed on the camera cart monitor. The manufacturer representative stated that after hard rebooting the system twice with no resolution, they hard rebooted and unplugged from the wall power for 4-5 minutes and then the system booted up as expected. Troubleshooting steps were performed. A self-test displayed that everything was connected and there was no visual damage to the external cables, and the monitors connections were fine. It was suggested that the manufacturer representative try calling in after the case to try to recreate the complaint. If so, the manufacturer representative was to check the uninterrupted power supply (ups) and verify connections to the computer and router. No patient was present when the issue was identified.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735795, serial/lot #: -, h3: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.